Event description:
The facility is reporting the device defibrillator would not charge when an attempt was made to administer defibrillator therapy to a pt, because the sternum paddle energy select switch was between settings.